Manufacturer narrative:
The device has been returned to the national service center, however the investigation is still in progress. An endoscopy specialist has been dispatched to the user facility to observe reprocessing practices and to provide a reprocessing in-service training if necessary. A supplemental report will be submitted accordingly if additional information becomes available.

Event description:
The user facility reported that during sampling of the gastrointestinal videoscope after return from service, the air, water, and suction ports were cultured through sterile swab technique and sent to the laboratory. The first culture was positive for diptheriods and the second culture was positive for gram positive bacillus. The scope has not been used on a patient since it was returned from service.

Manufacturer narrative:
This supplemental report is to provide additional information from the user facility and the ess's observation results. The scope was reprocessed on october 30, 2019 after being returned from the repair center, a culture was done on the scope following reprocessing and was positive for diphtheroids. The scope was reprocessed again on november 8, 2019, cultured again and the results were positive for gram positive bacillus. This scope has not been used on a patient since being returned from center in october. The culture method used for testing the scope was a sterile swab technique. The microorganism(s) were detected from the air/water/suction ports. The scope was not sterilized. The following are steps taken during the pre-cleaning: the scope was cleaned at the bedside using a cleanfreak cylindrical endoscope cleaning brush and water is flushed thru the scope according to OEM requirements. The scope was then transported to the washroom where it was leak tested and manually cleaned using prolystica detergent. The olympus brush was used to clean all channels. Cleaning solutions used with the endoscope are steris prolystica 2x concentrate enzymatic presoak and cleaner. The minimum effective concentration is checked once a week. An automatic dispenser (steris acu-singq dosing system) was used to dispense the correct amount each time and once a week it is measured to ensure the correct amount is still being dispensed. The scope was being leak tested prior to manual cleaning using an mu-1 leak tester. The endoscope channel was brushed during manual cleaning with a bw-412t. The automated endoscopy reprocessing (aer) machine is the oer-pro sn#: (B)(4) and sn#: (B)(4) has had no problems reported. The last preventive maintenance for the aer was 17-oct-2019. The disinfectant solutions used with the endoscope are acecide-c high level disinfectant and sterilization. The minimum effective concentration is checked before each process is started. The last reprocessing in-service conducted by an endoscopy support specialist was on august 17,2019. There has been no changes in the facilities reprocessing personnel since the last on-site visit by the ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. All scopes are stored in a cabinet made by solaire, hung vertically to dry with all connectors and caps off. As part of our investigation, an endoscopy support specialist (ess) visited the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. The ess was following all steps according to the reprocessing manual. In addition, the ess discussed the culturing process and recommended following society guidelines for culturing the scopes as well testing the water coming into the facility. The scope will be forwarded to an independent laboratory for culture testing. If additional information, becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The scope was sent to an independent laboratory for culture testing. The reported diphtheroids was not identified, however, the scope tested positive for bacillus niabensis. The scope was then ethylene oxide (eto) sterilized and returned to the \ service center for a physical device evaluation. A visual inspection was performed on the scope's instrument and suction channels. The instrument channel found a yellow colored stain which begins at the 10cm marking near the bending section side, and continues up until the proximal control body section. Additionally, there is a kink inside the instrument channel near the control body opening of the channel. There were no damages or foreign material present within the suction channel. The scope passed the leak test. A review of the service history indicated the scope was last serviced on july 8, 2019; not related to positive culture or cross contamination issue. Further diagnostics was performed as the air/water was inspected and there were no signs of foreign material or stains. The kink in the instrument channel can be attributed to stress. Based on the investigation, the likely cause of the stain inside the biopsy channel and the reported positive culture cannot be determined.